Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (20mg/ml at 3.997mg/day) via an implantable pump for unknown indications for use. It was reported that the patient contacted rooms on (B)(6) 2021 to say that their pump was making a noise. The manufacturer was then contacted and called the patient and was able to determine that the sound was a critical alarm and they advised the patient to meet the manufacturer representative at the hospital as soon as possible in order to interrogate the pump. Upon interrogation it was found that the device had stalled on (B)(6) 2021 and alarming started (B)(6) 2021. It was further indicated that this meant the critical alarm ¿ stopped pump duration exceeded 48 hours¿/code 04 message appeared in the logs on (B)(6) 2021, and that the patient did not hear/take notice of the actual alarm until 2 or 3 days prior to contacting the physician's rooms. The patient admitted that they had been experiencing sweats and increased pain since then, but had not reported this until (B)(6) 2021. The patient was admitted and the pump was explanted. The decision was taken to explant the pump and not replace with a new one, as the patient had essentially withdrawn from it having been in motor stall for 1 month. It was indicated that the explanted pump would be returned for analysis. At the time of the initial contact with this information, it was unknown if the issue was resolved but the patient status was alive without injury. Further information later received indicated that the patient was doing very well after the explant. No further complications were reported or anticipated.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number one and gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. H6: fdm/annex b updated to b01. Fdr/annex c updated to c07. Fdc/annex d updated to d1103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.